Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 6 had failed. A field service engineer replaced the full-height drawer 6 main drawer slide rail to resolve the issue. The fse tested the drawer in the medication application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The rail near the back of the drawer was bent, preventing the drawer from closing. The pyxis was opened, and the bent rail was removed, which temporarily resolved the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.